Event description:
Additional information was received from the patient on (B)(6) 2025 who reported that they needed to get their pump settings changed and the pump was beeping because it was empty. Additional information was received on (B)(6) 2025 from the patient who reported the pump has been alarming since months ago. The patient stated they had to stop using the pump because he could not afford to get the pump refilled anymore. The patient was requesting have someone to come to turn off the pump alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and a consumer regarding a patient with an implantable pump. It was reported that the hcp noted the patient said their drug pump ran out and the battery was dead.